Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed by visually looking at the broken plunger. Visual and functional testing was performed. The probable cause of the reported problem was plunger. The new set of plunger cases was replaced. Review of event log found no relevant information. Review of service history found force error/plunger. Device passed all testing criteria post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a syringe not in place issue. There was no patient involvement.